Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: (B)(6). Product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed infection. Additional information was received that the patients ipg incision opened up and was not healing. It was believed that the infection was not procedure related and the cause of impaired healing was due to patient being a smoker. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.

Event description:
It was reported that the patient developed infection.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.